Event description:
It has been reported that when the physician went to withdraw the lasso catheter from the pt, there was an extreme amount of resistance. Once the catheter was removed from pt, customer noted a kink in the tip of the catheter. No adverse event has been reported.

Manufacturer narrative:
Per customer, the facility's risk management dept will not allow the lasso catheter to be sent back to biosense webster for testing. Customer has only forwarded pictures of the catheter to biosense webster. From the pictures received, it appears that the distal part of the lasso loop is bent 90 degrees; however, it cannot be determined if any additional damage is present. A root cause investigation cannot be performed since the catheter has not been returned for evaluation.